Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted, "the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin).the helix was found bent in the sleevehead and would not extend at time of analysis.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, when the lead was checked the tip did not move freely, and appeared to have a defect at the tip that caused the tip to catch when rotating coil out of lead. The ipl was not implanted inpatient. A different lead was used. No patient complications have been reported as a result of this event.